Event description:
Implant fracture of a dental implant that was phased out years ago.

Manufacturer narrative:
Implant regio 45 fractured. Construction was a single crown on the implant. Bone loss following implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after 15 years in situ.

Event description:
Implant fracture of a dental implant that was phased out years ago.